Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 393mg/dl at the time of incident. Customer's husband stated that he could not continue with troubleshooting. The insulin pump will not be returned for analysis.